Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. The patient developed an infection at the needle puncture site which impacted his arm mobility. On (B)(6) 2025, the patient visited an urgent care clinic for evaluation, and the healthcare provider decided against a procedure due to it being a ¿close infection.¿ instead, he was prescribed an oral antibiotic medication (cephalexin 500 mg, four times daily for five days). At the time of the report, the left arm movement remained difficult. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.